Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock due to oversensing present. The device remains in service. No adverse patient effects were reported.